Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, lead dislodgement due to twiddlers syndrome was observed via x-ray imaging. The lead was explanted and replaced.